Manufacturer narrative:
E3 - occupation: corrected manufacturer¿s investigation conclusion: the reported event of fluid ingress on the heartmate 3 system controller was confirmed via evaluation of the returned system controller. Visual inspection of the returned system controller, serial number (B)(6), revealed a red fluid on the back within the back housing where the backup battery is seated. It was also noted that a red fluid was observed within the screw holes the system controller was then opened and revealed red fluid throughout the system controller. The red fluid is consistent with the reported exposure of the system controller to blood and saline. Due to the extent of the fluid ingress, no further product testing was performed. No atypical alarms or additional issues were produced. The reviewed log files contained unremarkable data, and all peripheral equipment appears to be operating as intended. Additional information states the patient did not have extensive bleeding during implant, the controller with blood was exchanged for a new controller with no patient symptoms, and it was not noted that the surgical procedure was not extended as a result of the event. The root cause for the reported fluid ingress is likely to be blood pooling during the implant procedure; however, the cause of the blood pooling on the system controller could not be determined. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. C) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in liquid. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant procedure in operating room, after the sterile drape was removed, the patient's primary system controller and modular cable was noted to be bloody, with blood pooling within the connection of the modular cable and system controller. The patient's modular cable and primary system controller were subsequently replaced prior to transport to cardiovascular intensive care unit. No alarms or issues noted. Additional information provided that the patient did not bleed excessively during the implant, the patient experienced no symptoms, and the surgical procedure was not complicated or extended. The system controller and modular cable will return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.